Event description:
It was reported that the pump battery was depleting quickly and battery could not be charged. The customer¿s blood glucose was 110 mg/dl. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.